Manufacturer narrative:
Additional information: product analysis: the rods were returned in four sections, two short and two long. The part and lot number were on one of the sections, (B)(4), lot# 0464828w. The fracture surfaces on the rod were damaged from what appears to be the rods rubbing together. The fractures were fairly flat and located near the mas connection point. The observation is consistent with cyclic fatigue but this can not be confirmed due to the damage to the fracture face. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Add'l info: x-ray review: "post -op lumbar x-rays after t4-ilium fusion show a rod fracture in the lumbar spine.fusion status is reported as incomplete.the hardware placement and sizing otherwise appears appropriate."

Manufacturer narrative:
(Intervention required) neither the device nor applicable images were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported patient with lumbar spinal stenosis and sagittal imbalance (t4-illiac) underwent posterior interbody fusion and instrumentation. On an unknown date,post-op, the rod broke. The broken part is still inside the patient. The patient did not achieve solid fusion. New operation is being planned. Patient is reported to be in good health condition.